Manufacturer narrative:
A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported that 5 tri-port ext w/3 vlv ports, 7 day was clogged. The following information was provided by the initial reporter: "product is not allowing for priming with saline, line appears blocked. 2 of the extension lines seemed blocked unless pushed with extreme force to unblock."